Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during regular assessment for the patient and centrimag console, audible s3 alarm was noted followed by a shutdown and restart. Other alarms noted were m5, f2, m4, m2, and f3. The patient was stable during the event. The pump restarted automatically. It was recommended to exchange the support to the backup console and motor.

Event description:
Additional information was received that the cmag console shut down and restarted on its own quickly. The console and motor were exchanged. Patient was hemodynamically stable without bivad (ventricular assist device) support temporarily.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of m5, f2, m4, m2, f3, and s3 alarms and a system shut down and restart was unable to be confirmed. A log file, extracted from the returned centrimag console, contained data from 18feb2025 ¿ 20feb2025. No data was captured on the reported event date of 13feb2025. All of the captured data appeared to show the system operating as intended. No notable alarms were captured in the log file. The returned centrimag 2nd generation primary console (serial number (B)(6)) and the associated centrimag motor (serial number (B)(6)) were connected to a test loop and run for several days. The system functioned as intended and no atypical alerts or shutdowns were observed. The console underwent functional checkout and passed all testing. The console was returned to the customer site. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial number (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 - "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system and motor alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.